Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming "circuit disconnect, and vent inop" there was no patient involvement at the time of the incident.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed. The reported issue was confirmed and able to be duplicated in a laboratory setting. The exhalation differential pressure transducer (pt 802) has failed. This issue will be internally investigated within vyaire.